Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of loose power connection was confirmed. The console intermittently charges and suffers premature shut-offs while using an in-house a/c adapter and line cord. The console will disconnect from ac power despite ac power still being plugged into the console. The root cause of the failure was identified as use-related damage to the connector. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaints have been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) are: inconclusive, no sample returned for evaluation. (Reference: MDR number 3006260740-2019-03787).

Event description:
It is loose and they are having issues with it consistently holding a charge when plugged in. 01/11/2021-sample evaluation confirmed premature shutdown.